Event description:
Pt was undergoing open heart surgery in 2003. Shortly after going on bypass, pt's po2 was noted to drop. System was checked, but trouble-shooting did not reveal a problem. Pt's po2 rose after a few moments. No explanation was found. Investigation continues, but oxygenator failure is considered one of the possible causes, thus this report is being made out of an abundance of caution. There has been no definitive explantation or cause identified yet.